Manufacturer narrative:
One (1) used 140019290 ls primary plum set 15 micron filter was received for investigation. The reported leak was confirmed by investigation. As received, the returned list was leak tested and a leak was observed from the silicon diaphragm of the plum cassette. Inspection of the silicon diaphragm revealed a puncture in the material. The plum cassettes are 100% leak tested during automated manufacturing. Additionally, the manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The packaging was not returned with the product sample. The source of the observed damage is unknown, however, it would have occurred outside of ICU medical possession. A manufacturing record review could not be completed as no lot number was provided.

Manufacturer narrative:
The device was received. The testing and investigation is yet to be completed. Plots 897115h and 866315h.

Event description:
The event involved a leak of doxorubicin, a chemotherapy medication, from the round spongy part of the cassette of a primary plum set via gravity infusion. The leak was observed to be very small, resulting in the loss of less than 1-3mls of medication. While wearing personal protective equipment, the staff tightly secured gauze to the site of the suspected problem, which allowed for the remaining drug to be infused without further loss or exposure. The total infusion took 14 minutes, the first drop was observed at 11 minutes and during the remaining time two more drops were observed. The line was flushed with saline, and once the saline was in the cassette, the line was disconnected and a new line was connected to continue the remaining treatments. There was patient involvement, but no adverse event or delay in therapy.